Event description:
It was reported that the customer was having problems with his battery cap, where a metal piece fell out of it. The contacts were missing and the customer put in aluminum foil. The customer's blood glucose level was 95 mg/dl. Advised that a replacement battery cap will be sent. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.